Event description:
The following information has already been reported in manufacturer report# 3004209178-2011-07573 [it was reported that the patient experienced pain at the neurostimulator site. A revision of the device pocket site was performed where the device was repositioned. The patient outcome following the procedure was reported as recovered without sequelae.] Additional information received confirmed that this event occurred with this device. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
Lead: model 3888, lot# v398027, implanted: (B)(6) 2010, explanted: na; lead: model 3888, lot# v398027, implanted: (B)(6) 2010, explanted: na; lead: model 3888, lot# v398027, implanted: (B)(6) 2010, explanted: na; lead: model 3777, lot# v086404021, implanted: (B)(6) 2009, explanted: na; lead: model 3777, lot# v235487010, implanted: (B)(6) 2009, explanted: na; extension: model 37083, lot# nkc010963n, implanted: (B)(6) 2010, explanted: na; ins: model 37712, (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 37082, lot# nkb005298v, implanted: (B)(6) 2010, explanted: na; accessory: model 37752, lot# nka134418n; accessory: model 37752, lot# nka122830n; programmer: model 37743, lot# nke122522n.